Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone to obtain additional information. The patient reported that on (B)(6) 2013 at approximately 8:18 am she began to feel low. The csr was unable to obtain clarification from the patient regarding the specific symptoms the patient developed. The patient only mentioned that her eye sight was affected. At the onset of symptoms, the patient tested with the subject meter and obtained a result of ¿6.5 mmol/l (117 mg/dl)¿. Approximately 13 minutes later she re-tested and obtained a result of ¿6.8 mmol/l (122 mg/dl)¿. The patient reported treating herself with juice in response to her feelings. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged meter issue caused or contributed to a serious injury. The patient was symptomatic prior to obtaining the alleged inaccurate high readings with the lfs device. However, this complaint is being reported as a malfunction because the patient¿s symptoms and treatment did not correlate with the readings obtained with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.